Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment regarding the screen requiring replacement. Top screen required replacing. Liquid crystal display (lcd) was bleeding (out of specification electrical). Output connector assembly was broken. Capacitor "c277" was damaged on main printed circuit board (pcb). Upper case was dented and broken. Encoder assembly and two knobs were contaminated. Lower case was broken. Foreign material was found under one knob. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the top screen on an external pulse generator (epg) required replacing. The device was returned for repair. There was no patient involvement.